Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during the surgery, it was found that the foreign substance which looks like a white powder was attached on the tube inside of the sterile package. There was no patient harm. There was no surgical delay. Due diligence is complete; there is no additional information available.